Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements but sensing and impedance values appeared to be stable. X-ray imaging was performed, and it was determined that the lead had dislodged from the original implant position. Consequently, the patient underwent surgery, and the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was retained by the hospital, and they have decided not to return it to boston scientific for analysis.